Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw vent (tsvb11) with abutment was returned for investigation. Visual evaluation of the as returned product identified signs of usage and what appears to be dried blood attached to the implant screw vent. No significant damage was identified. Device history record (DHR) review was completed for the subject lot number 1233147. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1233147) was performed for similar events and no other similar complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. PMA/510(k) number: k013227.

Event description:
It was reported that the implant was removed due to pain.